Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted. Lead information: brand name: evoke cap12 percutaneous lead kit - 60cm. Model: 103112. Catalog: 1008. Lot/batch number: 9018143760. UDI: (B)(4). Expiration date: 10/15/2026. Manufacture date: 10/15/2024.

Event description:
A patient reported experiencing a fever after their trial period with the evoke spinal cord stimulation (scs) system. The physician¿s evaluation and a blood test confirmed an infection at the evoke lead extension implant site. The implanted lead and lead extension were removed, and antibiotics were prescribed to resolve the reported event.

Manufacturer narrative:
Additional information: section d - expiration date, section g - date received by manufacturer; type of report, section h - device manufacture date; evaluation codes. The devices were discarded. The root cause of the infection cannot be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed, and the product met all requirements for release.